Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the sterilization and processing department disassembled the product and discovered that there was debris in the components.

Event description:
It was reported that the sterilization & processing department disassembled the product and discovered that there was debris in the components.

Manufacturer narrative:
An event regarding cleaning issues involving a universal driver was reported. The event was not confirmed. The reported device was not returned. No adverse consequences to a patient were reported as the event occurred during cleaning. Medical review could not be performed as a valid lot code was not provided. Complaint history review could not be performed as a valid lot code was not provided. The exact root cause of the event could not be confirmed as the device was not returned for inspection. No determination as to the root cause of the reported debris can be made. No evidence of material or manufacturing defects was found during this investigation.